Event description:
A report was received that the patient had difficulty charging her ipg since she had a fall (not device related). X-ray taken and confirmed ipg has flipped over. The patient will undergo pocket revision.